Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left knee replacement, after the main steps of the operation were completed, when suturing the wound, the surgeon normally pulled the suture out of the wound but it suddenly broke and could not continue to use. Replaced with a new absorbable suture, and wrapped the wound after the suture was completed. There was no patient injury.